Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the reset date and time on insulin pump every time she changes battery. The customer¿s blood glucose was unknown at the time of the incident. Insulin pump was making strange noise when priming after replacing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No frozen screen noted during test and time clock advances properly. No unexpected prime noise anomalies noted. Device received with cracked case at the display window corners.